Event description:
The customer stated that she was hospitalized due to hypoglycemia. The customer's blood glucose reading at the time of the report was 92 mg/dl. Troubleshooting was performed, and the insulin pump was programmed and reading the reservoir volume correctly. The displacement test passed. A bolus of 13.7 units was delivered prior to the event. The customer stated that she was sleeping at the time this bolus was delivered. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.